Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. The customer's blood glucose (bg) level was 254 mg/dl and an injection of insulin was used to address the bg level. The cause of the past occlusions was unable to be determined; however, tandem technical support had the customer perform a system check using the current supplies on the pump and the occlusion appeared to be within the tubing. Reportedly, the customer was using apidra insulin in the cartridge.